Event description:
It was reported that an o-ring was on the pneumatic tap. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer administered a manual injection to address bg. The customer was able to remove the o-ring from the pump and a new cartridge was loaded to resolve the issue.